Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05031. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent an austin kalish style bunionectomy of the right foot, single screw fiaxation, excisin of neuroma 2nd and 3rd interspaces of the right foot, and repair of joint capsule tear number 4 mtpj of the right foot on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient noticed white bumps and scar tissue. Also, the wound appeared to have opened. The surgeon removed the knots that were coming through the skin and prescribed antibiotics and hydrocodone for the pain. The patient is experiencing constant pain and pressure.